Manufacturer narrative:
The reported event of failure to extend the helix was confirmed. The reported events of inadequate capture and sensing noise were not confirmed. As received, a complete lead was returned intact in one piece for analysis. Visual examination identified that the helix was retracted and obstructed with blood. X-ray examination revealed over-torquing of the inner coil in the connector region, which was consistent with procedural damage. The cause of the confirmed failure to extend the helix was attributed to the presence of blood and tissue within the helix region and over-torquing of the inner coil. Electrical testing did not identify any conductor fractures. However, shorts between conductor paths were observed, which were also attributed to procedural damage.

Event description:
Additional information received indicated that the lead exhibited noise oversensing, which led to pacing inhibition. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead exhibited a high capture threshold and unspecified oversensing. The physician elected to reposition the atrial lead; however, during the procedure, the helix failed to extend. As a result, the atrial lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received yet.